Event description:
During a coronary stent procedure, the maverick monorail balloon catheter was being used to pre dilate the lesion. The physician inflated the balloon 6 to 8 atmospheres and than attempted to remove the balloon before it had fully deflated. During removal the balloon profile became caught on the sheath and the shaft of the catheter broke. The balloon segment remained in the patient and was removed with a snare. Patient status is listed as "okay".